Event description:
Reference number (B)(4). Event occured in united states it was reported that the patient experienced high blood glucose level on (B)(6) 2026, as the customer stated he skipped fill tubing during rewind/prime process. The blood glucose level was treated with manual shot. No further information is available.